Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving dilaudid 5000 mcg/ml at 1300 mcg/day via an implantable pump. The indication for use was malignant pain. On (B)(6) 2019 a displaced catheter was reported. The patient had no pain relief since implant. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the nurse gave the patient a bolus and it was unsuccessful at pain relief, so a dye study was ordered. Per the ir (interventional radiology) physician a dye study showed the catheter was subdural. Surgical intervention did not occur but was planned. The surgery was scheduled for (B)(6) 2019. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated. Additional information received on 05-nov-2019 reported that the catheter was implanted subdural. The subdural catheter was tied off and not explanted. A new catheter was implanted and primed. Csf (cerebral spinal fluid) flow was confirmed. All programming and settings remain the same. No further complications were reported or anticipated regarding the event.